Event description:
A report received from the USA stated the device had an "intermittent operation". The device was not being used in surgery. It is unk if there was any injury or medical intervention reported. No additional info was provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "intermittent operation" was confirmed. During the pre-repair diagnostic assessment the device was found to have a "motor that does not run". If additional info is received, a supplemental report will be sent. (B)(4).